Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot# va0r882, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and the patient did not feel stimulation. The patient was going to follow-up with their health care professional (hcp). They were having to use a catheter again. A couple of days prior, the patient set stim to what they had it at but her symptoms did not improve. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.